Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error. The blood glucose reading was 148 mg/dl. No significant events leading to the alarm were noted. The customer stated that he changed the reservoir, rewound the device, and put a new reservoir in, but then the alarm occurred. Advised replacement of the insulin pump. Nothing further reported.